Event description:
It was reported that during a colon resection procedure, the surgeon has encountered an incomplete firing using the device. The staple line would only partially form, leaving part of the bowel open. There were no patient consequences. Case completed by over sewing the staple line. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: what was the appearance of the deployed staples (b-shaped, irregular, legs straight)? The appearance of the deployed staples were irregular.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.